Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was insect contamination on the throughout the charger. The root cause for the contamination was ingress of insects. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that it was unable to power on.